Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned but without the sterile package. Due to the package of the device was not returned, we are unable to investigate further the packaging issue. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was being opened onto the sterile field and it was noticed to be broke on the corner contaminating it. It was not used on patient and another device was pulled to complete case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please, explain what was broken on the corner. Was there a hole or a tear in the packaging? The plastic on the sterile packing was torn. It was cracked in the corner where the pull tab is located.